Event description:
It was reported through clinic notes that the patient¿s seizure rate had increased in frequency to 8-10 seizures daily. The notes indicated that the vns battery status may be related to the increased seizures. The patient¿s settings were increased during this appointment. The patient¿s battery status was okay (with 25-50% battery life remaining), and there was no indication of malfunction included in the notes. No surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
The physician indicated that the patient's increase in seizure frequency was due to the low battery of the generator. It was additionally reported that the patient's seizure rate was worse than their pre-vns seizure rate baseline and that no external factors contributed to the increase in seizure frequency. The patient underwent generator replacement surgery. The explanted device has not been returned to the manufacturer to date. No further relevant information has been received to date.